Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high pacing thresholds and intermittent capture. The event cause was not determined. No additional adverse patient effects were reported.